Event description:
It was reported that during implant, the left ventricular lead was unable to make the sharp turn of the coronary vessel when placing the lead. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed).